Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared. The caller understood the instructions.